Event description:
Had essure implanted in 2013. Shortly after started experiencing painful menstrual cycles, heavy bleeding (clots), and they would last for weeks at a time. Eventually started having severe migraines, joint pain, muscle pains, restless legs, and autoimmune disease. Discovered one coil migrated to muscle wall. Ended up having to have a hysterectomy via c-section.